Event description:
Additional information received 16nov2021: the patient suffered car accident thirty years before, location, morphology and features were typical for chronic degenerative aneurysm following post-traumatic lesion. It was released after incomplete deployment. No dissection occurred during deployment, dissection was suffered after attempt to move distally the endograft.

Manufacturer narrative:
Manufacturer ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: a patient of an unknown age and gender with an aneurysm in the ascending thoracic aorta and aortic arch underwent tevar (thoracic endovascular aortic repair). The patient had a car accident 30 years prior to surgery and it is reported that the arch aneurysm had a location, morphology, and features typical for chronic degenerative aneurysm following posttraumatic lesion. The patient had pre-existing medical conditions in the form of severe atherosclerotic disease including both cad (coronary artery disease) and pad (peripheral arterial disease). The patient also had a previous abdominal aortic aneurysm repair with aortobifemoral bypass grafting and a previous debranching of lsa with subclavian transposition to lcca. It was intended to implant one device a zta-pt-42-38-173 (complaint device) in the ascending thoracic aorta (zone 0) and then a zta-pt-38-34-167 in the descending thoracic aorta. After the physician had positioned and deployed the complaint device, the stent graft did not completely release at either its proximal or distal end, although the rotation handle was presumably rotated to stop. According to the provided information it seems that the physician, at some point, got the stent graft released. During the removal of the dilator tip/gray positioner the stent graft was migrated in the aneurysm. It resulted in a bad stent graft-to-vessel apposition. As the complaint device had not landed in the target zone and was malappositioned to the vessel wall, the physician tried to realign it. The physician first tried to reach the intended target zone using another zta-pt-42-38-173 but this didn¿t succeed. Then the physician then tried to use a balloon (from another manufacturer) to move the complaint device using strong force. A dissection occurred after the physician had tried to move the stent graft distally. It is reported that the dissection had been verified on angiography (no imaging had been provided). The physician assumed that the dissection located in the visceral area. He tried to treat the dissection using a petticoat/stabilize technique, using one zta and two zdes devices, but the patient expired approximately 2 hours after the beginning of the procedure due to bleeding. Review of the device history record gave no indication of the device being produced out of specification. Per the clinical assessment ¿some of the provided information could indicate the complaint device had a malfunction regarding its release mechanism of the stent graft. If so, this could potentially have led to the sequence of events/complications described leading to dissection and patient death, but it is impossible to confirm this potential link based on the provided information. Other information may suggest the possibility of user error and the patient¿s underlying medical condition with severe atherosclerotic disease could also have contributed to the outcome. Furthermore, the complaint device was used off-label (zone 0)¿. Based on the provided information it has not been possible to determine the cause of the reported event. It is noted that a zta device was used in the ascending thoracic aorta which is outside of intended use. According to IFU, zta is indicated for the endovascular treatment of patients with aneurysms or ulcers of the descending thoracic aorta. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Additional information received 19oct2021: physician planned to place two devices zta-pt-42-38-173 and zta-pt-38-34-167. The device was intended implanted with first piece in the ascending thoracic and the second piece in descending thoracic. After position and deployment, the rotation did not completely allow the endograft to be released - both proximal and distal. The stent didn't release once the security mechanism was activated. Patient outcome: patient expired after approx 2 hours from the beginning of the procedure. The dissection was seen after angiography.

Manufacturer narrative:
Manufacturer ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Similar to device marketed under PMA/510(k): p140016. Investigation is still in progress.

Event description:
Description of event according to initial reporter: the stent didn't release once the security mechanism was activated. Inability to removal the grey pusher of the endograft after graft delivered and releasement of trigger wire mechanism. Proximal and distal re-alignment with new zta-p-42-173 and zta-pt-38-34-167. More it looks like a dissection in the visceral area so has done a petticoat/stabilize technique with zta-p-34-161 + zdes-46-185 + zdes-46-120. Patient outcome: death of the patient for bleeding.